Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to over 600 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent and leaking. As treatment the patient replaced the pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking from the intended fluid path. The investigation found no evidence of a damaged cannula. The download data from the pod showed that an 0x40 alarm had been generated during operation due to a drive stall caused by the hook talon failing to detent the ratchet gear. Inspection of the device found no damages or manufacturing deficiencies on the drive mechanism components that would contribute to the failure to detent of the ratchet gear. The exact cause of the hook talon failing to detent the gear and the subsequent 0x40 alarm could not be determined.